Manufacturer narrative:
Customer returned two images of two separate shelf cartons for 4mm, 32 gauge pen needles from lot 0274089 and lot 0147017. The shipping information states that the fabrication dates are 2020 (B)(6) and 2020 (B)(6) respectively. However, per manufacturing site dun laoghaire, lot. No. 0274059 was manufactured october 2020 and lot. No. 0147017 was manufactured june 2020. Both dates correspond with the dates on the cartons. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the image received, bd was unable to confirm the customer¿s indicated failure of a discrepancy between the manufacturing date printed on the shelf carton and the actual manufacturing date. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la experienced incorrect label information. The following information was provided by the initial reporter: divergence of manufacturing date between invoice and product. Lot 0274089 - date described in the invoice: (B)(6) 2020. Date described on the product: (B)(6) 2020. Lot 0147017 - date described in the invoice: (B)(6) 2020. Date described on the product: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0274089, medical device expiration date: 2025-09-30, device manufacture date: 2020-09-30; medical device lot #: 0147017, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-26. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la experienced incorrect label information. The following information was provided by the initial reporter: divergence of manufacturing date between invoice and product. Lot 0274089 - date described in the invoice: 09/30/2020. Date described on the product: 10/30/2020. Lot 0147017 - date described in the invoice: 05/26/2020. Date described on the product: 06/26/2020.